Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Customer's husband stated that the customer removed her insulin pump to do a regular set change and she just did not feel like putting it back on, left it off for one day and that night she was taken to the ICU. Husband stated that the customer did not wear the insulin pump during the duration customer was in the hospital. Asked customer's husband the cause of the bleeding in the throat. Husband stated that the customer had esophageal varices and a blood vessel burst in her throat. Customer's husband stated that this happen in 2012 and customer was hospitalized a few days, but they banded it and she was fine. Customer' husband stated that this time the blood vessel burst again and she had complications. Asked customer's husband to return the insulin pump and he responded yes to the request. Asked if want the insulin pump back after analysis is completed, he response no. No analysis has been completed since medtronic has not received the insulin pump. (B)(4)

Manufacturer narrative:
Insulin pump passed the delivery volume accuracy test at 97.24 percent.

Event description:
It was reported that the customer had passed away. The caller stated that the customer was having trouble with bleeding; the customer had been bleeding in the throat into their stomach. They were in the ICU from (B)(6) 2014. The cause of the death was cardiac arrest. The customer was not wearing the insulin pump at the time of death and had taken it off on (B)(6)2014. The caller stated that the customer just happened not to have the insulin pump on them the night they were taken to the ICU, but the customer had been using the insulin pump prior. The customer was not wearing the insulin pump during the duration the customer was in the hospital. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.